Event description:
It was reported that the prism in the tip of the fiber cracked, allowing water to enter the chamber and resulting in the fiber end-firing. There was no patient harm or adverse outcome.